Event description:
In 2009, the pt stated that he noticed yesterday that the up/down buttons on his infusion device were not working properly while he was attempting to change his basal rates. He stated that the infusion device has not been dropped or exposed to water. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.